Manufacturer narrative:
The review of historical data indicated that no other complaint for collagen pell-off was reported for the same sterilization lot. The device history records review concludes that there is no non-conformance / planned deviation in relation with the event reported. A retention sample from same sterilization lot and coated on same period and under same conditions as the involved device was visually inspected by our qa supervisor. No collagen peel-off was found. The retention sample also underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). It was reported that the product is available for investigation, it should be returned to intervascular for examination. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
(B)(4). After the graft opened on the table during surgery, the doctor determined that the collagen structure was peeling.

Manufacturer narrative:
((10/170) the involved product was returned to intervascular and was inspected by the quality assurance supervisor for evaluation. Below are the main elements of the inspection results: returned product arrived cut in two pieces. One piece was flipped (reference line was visible inside the product instead of outside). Some areas, whiter than the rest of the product, were similar to a detachment of the collagen layer. As the product has been manipulated before return, it must have resulted in a significant increase of a potential defect that could have been similar to defects found in our list of rejection and acceptance standards: excess of collagen or lack of collagen. If the defect was as marked as on the returned product, the operator would have rejected the product, during our qc, so we assume that the manipulation performed on the actual device that consisted of flipping the graft has degraded the collagen layer. (4315) the investigation findings do not lead to a clear conclusion about the cause of the reported event because the product has been manipulated before return to intervascular. However, it is confirmed that the product does not comply with the specification. Therefore, a non-conformity report has been initiated in order to investigate the root cause and take appropriate corrective actions if necessary.

Event description:
See initial MFR report # 1640201-2020-00004. Complaint (B)(4).